Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4). On (B)(6) 2016, an fse visited the customer to address the reported event. During servicing, fse confirmed a leak at the bottom of the injection valve. While evaluating, fse noted that the injection valve screws were loose and they tightened them. Fse also replaced the stator face and rotor seal as a precaution. Patient samples, calibrations, and controls were ran with acceptable results. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was loose injection valve screws.

Event description:
On (B)(6) 2016, a customer reported low total areas on patient samples, quality control (qc) and calibrators with their g8 analyzer. The customer tried replacing the sample needle but noted that the low total areas were still showing on capped whole blood samples. They also reported that a leak was noted in injector valve. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hga1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.